Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems and recurrence. It was reported that the patient underwent mesh revision/excision of mesh on (B)(6) 2012 due to mesh extrusion. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent resection of 9 cm pelvic mass and bilateral ureterolysis due to pelvic mass, altered surgical field with retroperitoneal fibrosis on (B)(6) 2014. No additional information was provided.(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.